Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361). Drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F. As found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex pushwire device was returned outside the catheter. However, the pipeline flex braid was returned within catheter. Damage location details: the pushwier was found to be bent at ~36.5cm from proximal end. In addition, the pushwire was found to be separated/broken proximal to the dps sleeves. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. No defect was found with pads. The tip coil and dps sleeves were not returned for analysis, and the reason was not provided. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheer body was found to be kinked at 51.0cm from distal end. The phenom 27 catheter tip and marker were examined; and was found to be flattened. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. The broken ends were sent out for sem (scanning electron microscopy) analysis. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have device open prematurely as the distal and proximal ends of pipeline flex braid were found fully opened and damaged. Possible causes include resistance during delivery, high force delivery, operator did not have sheath properly seated in hub of microcatheter, over-manipulation, pushwire was torqued/pulled back during insertion or advancing ped inside microcatheter, and user resheaths device more than 2 times. However, based on the analysis finding, the pipeline flex was confirmed to have resistance during delivery as the pushwire was found to be damaged and separated/broken proximal to the dps sleeves. Per the sem result, the broken end failed via rotational overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that pipeline prematurely opened and the phenom catheter was kinked. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the middle cerebral artery m2 with a max diameter of 12 mm and a 10 mm neck diameter. Landing zone: distal: 3.8 mm and proximal: 4.1 mm. The accessed vessel was the femoral artery with a diameter of 7 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The angiographic result post procedure showed using the second value, aneurysm contrast agent retention. It was reported that during the surgery, it was found that the stent could not be deployed. After the stent and microcatheter were retrieved together, it was found that the microcatheter was bent and the stent fell out of the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Additional information received clarified that the pipeline could not be deployed due to resistance in the catheter tip end and was found to have detached in the microcatheter after it was retrieved. There was no damage to the pushwire or catheter observed.